Event description:
It was reported that a device interrogation shows an event where the right atrial (ra) lead was oversensing noise. The interrogated event coincided with a surgical procedure in which electrocautery was used. The electrocautery was suspect of the noise source in the interrogation. No intervention was performed for the lead noise event. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.